Manufacturer narrative:
We have now concluded our investigation into this complaint. As of today, no sample requested for this complaint has become available. Without further information or a sample we cannot progress our investigation or confirm the details supplied in this complaint. The free swell absorption of all batches are tested at the time of release unless the results are within specification the batch is not released, unfortunately as no specific lot number has been provided we are unable to provide specific results. A review of the associated batch manufacturing records was not possible due to no lot number being supplied. Due to the nature of the reported issue, this has been passed to one of our medical specialists who has made the following comments ¿several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed¿ in the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that with moist wounds, the dressings are not wicking away the moisture. The moisture is causing maceration of the skin, which increases skin injuries.